Event description:
Upon completion of cardiac catherization, tracelet compression device was placed on the patient and removed 2 hours after application. Device was removed at designated time frame. Twenty minutes later, patient developed a hematoma and oozed blood from radial site. Required tracelet to be applied a second time. Delayed discharging patient by 1.5 hours. This is a recurring device problem at this facility.